Event description:
It was reported the device was in use for infusion of parenteral nutrition. The user facility stated the IV bag was filled with 1632 ml (intended to be infused) and 100 ml overfill. The reporter stated the infusion ended and more fluid had been administered than was programmed. No adverse effects reported.